Event description:
It was reported the patient presented in clinic for follow up with an arrhythmia. Upon interrogation, it was discovered the implantable cardioverter defibrillator exhibited functional undersensing and competitive atrial pacing which triggered inappropriate auto mode switches. Programming changes were implemented. The patient was in stable condition.